Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. A global receiver functional test was performed, and it failed the audio tests. A manual test was performed and failed as no sound was heard from the speaker. The reported event of no audio output was confirmed. The probable cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. Reportedly, a pediatric patient was using an adult receiver. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A probable cause could not be determined.